Event description:
It was reported while using bd alaris smartsite needle-free valve there was a clog. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: hepatobiliary, pancreatic, and bone and soft tissue oncology nurse reported that the connector does not go fluid and the precharge does not flush open.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-aug-2023. H6: investigation summary : one 2000e china product was received without the original packaging for investigation; however, the customer indicated the complaint sample is from lot 23025530. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device; however no further information was available to assist the investigation in this instance. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restriction was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025530 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Manufacturer narrative:
D.4. Medical device lot #: 23025530 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite needle-free valve there was a clog. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: hepatobiliary, pancreatic, and bone and soft tissue oncology nurse reported that the connector does not go fluid and the precharge does not flush open.